Event description:
The customer reported being hospitalized for diabetes ketoacidosis. Troubleshooting was performed. The customer stated that her serter was not inserting properly. Also, the infusion sets were changed every 4 days. The programming on the insulin pump was correct. Ran fixed prime and high pressure tests and passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.